Event description:
"It was reported to vyaire medical that the revel ventilator was found disconnected to the patient. Furthermore, the patient was transferred to another ventilator and was hypoxic and hypercapnic but eventually coded and survived."

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. Vyaire medical was unable to confirm the reported issue - the unit was found disconnected to the patient. Visual inspection of the unit under test (uut) found no visible defects, damage or contamination. The uut was connected to an external power and the event trace was produced and reviewed. The uut then underwent a vent check and was found to pass on all counts. During the specified period, the event trace indicates only 2 occurrences of "patient circuit fault alarm". The uut was started and allowed to cycle in the settings the ventilator was received in. While cycling the uut was tested for response to circuit disconnect and other alarm conditions and was found to function to expectations.